Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was put into use on a patient. The iabp was fully charged when it was unplugged and used to transport the patient. When transport was completed, the iabp unit was not plugged into ac power and ran until "low battery" alarmed. The alarm was ignored until eventually the iabp shutdown. The customer stated that the iabp unit ran for over two hours, and wanted the iabp checked out. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported failure. The fse performed the battery run time test, and the batteries passed the test. The fse then performed all diagnostic tests, functional and safety checks to meet factory specifications. Unit passed all diagnostic, functional, and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was put into use on a patient. The iabp was fully charged when it was unplugged and used to transport the patient. When transport was completed, the iabp unit was not plugged into ac power and ran until "low battery" alarmed. The alarm was ignored until eventually the iabp shutdown. The customer stated that the iabp unit ran for over two hours, and wanted the iabp checked out. No patient harm, serious injury or adverse event was reported.